Manufacturer narrative:
The specific protocol(s)/processing run(s) used prior to (B)(6) 2018 to process the tissue samples exhibiting sub-optimal processing was not provided by the complainant. Manufacturer evaluation of the instrument logs showed that bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 08:20am on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 08:20am on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 7 was to be set to the default concentration of 100% at 08:20am on (B)(6) 2018. Although a user affirmed in the instrument software that the ethanol concentration in bottle 7 (ethanol) was to be set to 100% at 08:20am on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 7 remained as 74.9%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 7 (ethanol) was used for the final dehydration step in five (5) processing runs comprising a total of (B)(4) cassettes, which either started or completed between (B)(6) 2018 and (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 08:20am on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 7 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that "underprocessed specimens" had been identified from approximately 200 blocks. The complainant was unable to determine which of the two (2) instruments had been used to process the affected specimens; and reported that it was "also discovered that dedicated 70% step was not inserted in the program (has dedicated 70% bottles)". On (B)(6) 2018, leica biosystems (B)(4) received information that all cases from which sub-optimal tissue processing had been identified were diagnosable.